Event description:
Correlation issue. One comparison provided. (B)(6) 2013 inratio: 3.2, lab: 6.6. Time between testing immediate. Patient's therapeutic range 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.